Manufacturer narrative:
This report is submitted on july 17, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted september 12, 2019. - attachment: [148253 device analysis report.pdf].